Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 456mg/dl. The customer reported no symptoms. The customer stated that they did not treat during the time of the incident. Customer's blood glucose value was 98mg/dl at the time of the call. Customer declined to troubleshoot for high readings. The customer also reported that the insulin pump had unresponsive button. Troubleshooting for button error/keypad anomaly was performed. The customer also stated that there was no significant event leading to the keypad issues. The customer stated that the time on the clock advanced when monitored for one minute. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: unit had unresponsive buttons due to flattened (creased) escape, act and up buttons dome switch. No unlocked lcd keypad connector noted. Unable to perform operating currents, self-test, unexpected restart alarm error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive button. Unit had minor scratched lcd window and cracked reservoir tube lip.